Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the rn loaded the tubing into the pump incorrectly. She loaded it from the safety clamp, stretched the tubing so the ¿blue shuttle¿ aka blue fitment was completely outside of the pump and the pump started to free flow before being connected to the patient. There was no harm.